Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Subject is a (B)(6) male enrolled in preserve on (B)(6) 2016 and had an option¿ elite ivc filter by argon placed for contraindication to anticoagulation due to recent vats excessive bleeding. Medical history included prior coronary intervention, asthma, gfr >60, current malignancy and prior smoker (>1y ago). Subject has current sob, exertional dyspnea, bilateral segmental pe and lle dvt in the common femoral vein. On 9/aug/16, during an outpatient clinic visit, lower extremity venous doppler ultrasound examination showed his right lower extremity positive for totally occlusiveacute deep vein thrombosis of the right femoral, popliteal, posterior tibial, and peroneal veins; totally occluding acute deep vein thrombosis of the right gastroc vein and partially-occlusive acute deep vein thrombosis of the right common femoral and deep femoral veins. CT scan the same day showed probable residual left-sided filling defects from a previous pe. Therapeutic lovenox dose was increased at this time and the subject was discharged in stable condition on (B)(6) 2016, when the event was assessed as resolved with sequelae.